Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not sure if the ins was working any more ("I don't know if mine's working anymore") which was clarified they had a return/worsening of target symptoms. Specifically, the patient had a gradual return of symptoms at first following a fall on (B)(6) 2018 but then suddenly "one day it just let loose" towards the end of april. It was noted the patient had a fall in march 2018 then again on the (B)(6) 2018. The implanted system had not been assessed by the healthcare professional (hcp) since the falls. Using the programmer, it was verified the patient was on program 2 at 2.6 volts but the stimulation was off. The patient was able to turn the ins back on and felt it comfortably in the target are. There were no further complications reported or anticipated.